Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photograph of the device was provided for review. The photograph shows a dialyzer from the reported lot in a clear plastic bag that is within a red plastic bag. Blood is present on the plastic bags and appears to be on the exterior of the dialyzer housing. Based on the provided photograph, it cannot be determined if the blood shown on the exterior of the dialyzer is related to the reported blood leak event. There is no conclusive indication of an internal leak. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The fa stated the blood leak occurred approximately forty-five minutes into the treatment. The blood leak was not visually observed in the dialyzer, but it was confirmed to be internal. Multiple blood leak test strips were used, and they all tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A user facility patient care technician (pct) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the clinic¿s facility administrator (fa). The fa stated the blood leak occurred approximately forty-five minutes into the treatment. The blood leak was not visually observed in the dialyzer, but it was confirmed to be internal. Multiple blood leak test strips were used, and they all tested positive. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. No physical damage was observed on the dialyzer. Fresenius bloodlines were also being utilized during the treatment. After the machine alarmed, the treatment was paused. The patient¿s blood was not returned; estimated blood loss (ebl) was 150 ml. The fa confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The dialyzer was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.